Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na and k for gen.2 results for 1 patient sample tested on a cobas 8000 ise module. Of the data provided, there were discrepant na results. The initial na result was 104.3 mmol/l and the repeat result was 139.8 mmol/l. It was asked but not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na electrode lot number and expiration date were asked for but not provided. The field service engineer (fse) cleaned the dilution bowl, replaced tubing for the vacuum nozzles. The ise check and qc were acceptable. There were no further issues after the service visit.

Manufacturer narrative:
The root cause is consistent with a pre-analytic issue. The investigation did not identify a product problem.